Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving bupivacaine (10mg at 1.50106 mg/day and fentanyl (1000mcg at 150.10587 mcg/day) via an implanted infusion pump. It was reported that the patient experienced severe pain at the pump pocket. The patient requested the removal of the pump and wanted a 20ml pump in the abdomen. Icing and nerve blocks were advised. On (B)(6) 2020 the patient reported that the nerve block was helpful. Fentanyl was discontinued and hydromorphone was started. The patient still requested to switch out pumps and movement of the pump pocket to the abdomen. On (B)(6) 2020 the patient had the pump moved to a left abdominal site. The event was resolved without sequelae on that date. The etiology indicated the event was possibly related to the device/therapy and was not related to the implant procedure.